Manufacturer narrative:
(B)(4).

Event description:
The pt's pump was refilled on (B)(6) 2011. During the night, a "gurgling sound" was reported to be coming from the pump and then the leaking started. The pt's shirt and the pump site were wet and the pt experienced an underdose with increased pain all night. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.